Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 578-585 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.